Manufacturer narrative:
This is the first occurrence of this event reported in the history of the device. No other similar events have been reported. Review of design validation activities indicate that the taper connection between the tibial tray and tibial stem passed all cyclic fatigue and axial disassembly testing required by the FDA as documented in test report (B)(4). Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. The inspection gages for both sides of the taper connection were calibrated and certified on (B)(6) 2020. Devices from the same lot in question were sent to a third party to re-inspect the taper. The devices were inspected and all were found to be within specification. With this evidence the manufacturer has concluded that the presence of a manufacturing defect is very unlikely. The reporting healthcare professionals have confirmed that the tibial stem was not properly installed into the tibial baseplate. If additional information is received, it will be provided in a supplemental report.

Event description:
User, a physician, reported event of possible tibial stem disassociation from a tibial baseplate. This was detected by radiographic examination where minor axial misalignment of the stem was observed (discussed directly with user on (B)(6)). User reported that patient, "does not yet appear to have any need for additional surgeries." The initial report was unclear as to whether there was any injury or impairment related to this event. It was confirmed via phone that the patient does not require revision surgery or any additional treatment. Requests for more complete information about the patient were made via email on 7/22/2021 and 7/27/2021. In the initial report the physician indicated their, "suspicion is that our operating team did not impact the stem sufficiently to the tibial tray and when there was catastrophic settling forces caused the stem to disengage". Additional communication on 7/23/2021 confirmed that just prior to the event, "surgeons had transitioned to allowing the surgical techs to impact the stem. The techs were taught to impact the stem hard however when I demonstrated to them how hard you had to hit the stem, all of them confirmed that they did not impact the stem into the tibial base plate as demonstrated."